Event description:
It was reported that the patients ipg was not working as intended. The patient underwent a revision procedure where the ipg was replaced with a magnetic resonance imaging (MRI) compatible device. The patient was doing great postoperatively. The explanted device will not be returned.